Event description:
In this event it is reported that a waveone gold small 6-file ster 25mm file broke during use. The outcome of this event is unknown as of this MDR. Reportedly, no injury. Requested further information.

Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: two waveone gold primary files 25mm were returned in loose. The two instruments are broken at the tip of the active part (mixed conditions fatigue + torque; fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1673965). Root causes are not identified. We will track this kind of event and monitor the trend.